Event description:
Status post bilateral subglandular inframammary gels (unknown size/type/MFR-no records) for augmentation. States they were firm from the beginning but denies any change or history of trauma over the years - a recent screening mammogram revealed right extra-capsular rupture. Pt also has some mild systemic symptoms. These include arthralgias (positive am stiffness), paresthesias, spasms, swelling, fatigue, sleep disturbance, headaches, sensitivity to sun/cold, increased cholesterol, weight gain and genital urinary changes. Pt is otherwise healthy.